Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 300 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed and that the alarm had been caused by an infusion set or reservoir occlusion. However, th customer's mother stated that she and the customer had performed troubleshooting about 3 times, and the device kept alarming no delivery. She stated that she was uncomfortable with the customer using the insulin pump and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.